Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and low amplitude. Further review revealed the lead had perforated the ventricle wall leading to the abnormal measurements. A revision procedure was performed wherein the physician attempted to reposition the lead but the helix could not be re-extended. The lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.

Manufacturer narrative:
Lead returned to boston scientific¿s post market quality assurance laboratory with helix mechanism in a retracted position. Helix mechanism test was not performed due to dried blood in helix housing and deformed cathode coil. The helix observation was confirmed based on x-ray observation of a necked-down cathode coil near the terminal pin, which block passage of a stylet. Analysis did not identify any characteristics that would have resulted in the clinical observation of dislodgement. Lead passed electrical testing. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.